Event description:
It was reported by the sales rep that during a procedure the surgeon states that the device misfired. It only fired two staples creating an incomplete staple line. No patient consequence. Opened a second device to complete the case.